Event description:
Had 4 treatments for teenail fungus with alma laser and now have disability due to debilitating fatigue and balance problem. Treatment on (B)(6) 2013 cost (B)(6). I started having balance and fatigue problems and had to see 4 specialist. I am now unable to work full time. I have lost work time and have medical bills totaling (B)(6).